Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the stapler was caught on the first stapling, the device did not start firing, the surgeon was able to press the green button and squeeze the handle. The product was replaced for another of the same code to complete the case. There was no patient injury.